Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call hospitalization. The customer's blood glucose was over 500mg/dl at the time of incident. It was reported customer was over 500 and did not feel well. The high blood glucose could not come down. Customer was hospitalized with diabetic ketoacidosis and was kept overnight for observation. Customer declined to perform a carelink upload and trouble shoot for the high blood glucose. The insulin pump will not be returned for analysis.